Event description:
It was reported by the sales representative that the clinician observed an error on the programmer while interrogating a patient. The clinicican restarted and was able to complete the session, and was able to save the data to external media. No patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.